Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue and a casing/condition (cracked cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: review of the black box data revealed no evidence of short battery life; there were records of low battery warning and replace battery alarm recorded on (B)(6) 2014 resulting from a discharged battery being placed into the pump for use. On investigation, ez-prime steps were performed successfully, all electrical current draws were found to be within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the pump was found to have a moisture leak at the display, identified through leak testing. The pump was pump was opened for investigation and revealed no further moisture inside the pump and the interior pump components were intact without damage, defect or contamination.